Event description:
Cardiac resynchronization therapy defibrillator (crt-d) system removed due to pocket infection and leadless implantable pulse generator (ipg) implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).